Event description:
It was reported that when a nurse powered on the programmer and went to interrogate the patient's device, the programmer gave an error message. The medtronic representative recycled the power on the programmer and it booted up fine. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. ,